Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 572 mg/dl. The customer had been sick and taking steroids. Customer's blood glucose value was 299 mg/dl at the time of the call. Customer reported the insulin pump is not delivering insulin and keeps saying bolus stopped. Troubleshooting was performed. Customer then went to check daily history and found a few instance of insulin pump being suspended. The product was not returned for analysis.